Event description:
Ous MDR - after an implantation period of approx. 70 months, eos status was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, and the charge drawn from the battery turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was checked and proved to be inconspicuous. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. The production documents of the battery were reviewed and documented that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. During the examination of the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and determined to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.

Event description:
After an implantation period of approx. 70 months, eos status was reported.